Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring approximately 0.336" x 0.155" was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a surgeon reported that she used a prograsp forceps instrument in the surgical procedure for about an hour until she had difficulty moving it with the console manipulators. The surgeon requested to remove it and observed that between the axis and the jaw of the instrument, there was a separation and breakage of the same. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: there was damage between the axis and the jaw of the prograsp forceps instrument. The instrument was inspected before use with no issues noted. The procedure was a prostatectomy, specifically at the moment of dissecting seminal vesicles to access to denonvilliers fascia was when the issue was noticed. There were no collisions, and no fragments fell into the patient. There was no patient harm, and the instrument was not available for return.